Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose and ketones on (B)(6) 2026 which led to hospitalization. Additionally patient also felt sick and unwell. At the time of hospitalization patient was treated with manual injection and insulin pen.